Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited intermittent over sensing. It was further reported that the right ventricular (rv) lead exhibited intermittent under sensing as well as diminished sensing. The rv lead and ra lead remain in use. No patient complications have been reported as a result of this event.